Event description:
The customer reported high blood glucose and a check settings alarm. The blood glucose reading was 401 mg/dl. The alarm occurred during the first rewind. The customer was advised that the check settings alarm will always occur after exiting the training mode. The patient was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.